Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported recently waking up with low blood glucose levels. Customer reported that the low blood glucose levels have occurred for five days leading up to the call. Blood glucose level at the time of the call was not provided. No further information was provided.